Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: ¿pt arrived at infusion for treatment. When pushing doxorubicin, there was leakage between the texium capping and hookup to the syringe. The spillage occured 13 ml into pushing the 20 ml total volume. Pt had protectant pad on that protected spillage from coming into contact with pt.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.